Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoidectomy procedure. The reload was connected to the adapter for the first firing, and took off the yellow shipping wedge from the cartridge. The surgeon checked the jaws opening and closing, inserted the device into the cavity, approached the inferior mesenteric artery, and opened and closed the jaws several times. The surgeon closed the jaws, clamped the tissue, and pushed the green firing mode button. However, could not fire the device. Reconnected the device, however, the same event occurred. Replaced by a new reload and the firing was completed. There was no patient harm. The status of the patient is no problem.